Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead, which was inverted with the left ventricular lead in the device header, was not capturing. The leads were revised in the header, and the lead measurement were then normal. Insulation damage was noted on the proximal portion of the ra lead; it was repaired and the leads remain in use. It was also reported the device pocket may be infected so the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No further patient complications have been reported as a result of this event.